Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), genital haemorrhage ("abnormal heavy bleeding") and endometrial neoplasm ("tumor / teratoma / cancer type - endometrial") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included vaginal delivery (3). Previously administered products included for an unreported indication: depo provera from (B)(6) and birth control pills from (B)(6) 2007 to (B)(6) 2009. Concurrent conditions included overweight. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometrial neoplasm (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), abdominal pain lower ("severe lower abdominal pain / cramping"), back pain ("lower back pain"), weight fluctuation ("weight gain / loss"), abdominal pain ("abdomen pain") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy & oophorectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and fatigue had resolved, the genital haemorrhage, endometrial neoplasm, migraine, headache, dysmenorrhoea, weight fluctuation, abdominal pain and weight increased outcome was unknown, the dyspareunia and back pain was resolving and the female sexual dysfunction had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, endometrial neoplasm, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: insertion detail - unilateral placement of the essure micro insert on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. On (B)(6) 2007 patient underwent hysterosalpingogram. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no mecidra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-jul-2018: plaintiff fact sheet received. Event weight gain added. Events outcome updated. Product, patient & reporter information updated. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.